Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis could not confirm the customer comments regarding failed sensitivity testing, however it was noted that the display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed atrial sensitivity testing during preventive maintenance. The epg has been returned for a test and calibration procedure. There was no patient involvement.